Manufacturer narrative:
Follow-up #1: date of submission 08/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: moisture was present in the display lens. The pump failed a leak test due to cracks in the battery compartment. Moisture was found throughtout the internal components of the pump. Unrelated to the moisture ingress, the display screen had a red line running through it.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.